Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), sickle cell disease ("autoimmune diagnosed: sickle cell"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, sickle cell disease, fatigue, tooth disorder, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, sickle cell disease, tooth disorder and weight increased to be related to essure. The reporter commented: treating physician recommended essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Previously reported event injury was replaced with pelvic pain abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), sickle cell, fatigue, dental problems, nausea, weight gain. Laboratory data was added. Essure insertion date is updated to (B)(6) 2015. Essure device code changed to essure 305. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.